Manufacturer narrative:
Occupation: manager additional reporter: rachel, ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. At the customer's request, they were assisted in switching over to the inner lumen of the iab for alternate arterial pressure (ap) access without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. At the customer's request, they were assisted in switching over to the inner lumen of the iab for alternate arterial pressure (ap) access without issue. The patient was later transferred to another facility. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).